Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted

Event description:
The customer reported that during a laparoscopic salpingo oophorectomy, the device jaws were sticking to tissue. There was no patient injury and the procedure was completed using the same device. The customer has indicated that the device was disposed of after the case.